Manufacturer narrative:
Corrected d1. A review of the manufacturing records has been completed and showed that all requirements were met. No errors on the system were noticed during treatment and cryogen was flowing fine. The customer did mention that the patient had pulled away during 1 pulse on the neck which may have caused a burn. Based on the evaluation of the data, the handpiece and system performed as expected. No issues were found related to the adverse event during the review of the treatment tip. This event was most likely not related to the device. Based on the available information, burns, blisters, and scabbing are known possible adverse patient reactions to thermage treatment.

Manufacturer narrative:
An evaluation of the treatment tip has been completed. The tip passed flow, leak and thermistor testing. A dent was observed during visual inspection. It is unknown how and when the dent occurred. It is unlikely that dents can contribute to related complaint. An evaluation of the manufacturing records is in progress. Based on all available information, no casual factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient experienced blisters after undergoing a thermage treatment to the face. The patient was administered vicodin prior to the treatment. No system errors occurred during treatment and the patient seemed comfortable. A thin layer of silvadene cream 1% was applied post treatment. Available images have been reviewed. Erythema and swelling are visible over the face and neck area. Blisters ranging in size are visible. An area of crusts is visible on the neck. The patient is currently healing and not experiencing pain. It is unknown at this time if the patient will experience scarring. This was the first time this treatment tip was used. The tip was inspected prior to treatment and several times throughout the procedure, nothing unusual was noted.